Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the superior vena cava (svc) and right ventricular (rv) lead coil impedance was out of range resulting from a fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.